Event description:
The ilt safe-cross rf crossing wire was used in an attempt to cross a total occlusion of the right common iliac artery to enable percutaneous therapeutic treatment with other devices. After approximately 1 hour of intravascular manipulation attempting to cross the occlusion the wire broke near the distal tip. The distal portion of the wire was snared and removed through the guide catheter. The pt experienced no adverse effects attributable to the wire breakage and/or tip retrieval.